Event description:
Device report from (B)(6) indicated a hosp in (B)(6) reported pt was implanted with an extension-connector on an unk date and the connector broke off and medical surgical intervention was needed on an unk date. No further info was available.

Manufacturer narrative:
The raw material and mfg papers were reviewed and were in compliance. All features that could be measured were found to be in spec. The extension-connector broke due to a mechanical overloading. No product fault could be detected.